Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The generator batteries were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a pre-charge voltage error message and a filament regulator failure error message. No pt injury was reported.